Event description:
When a physician used the subject device for a laparoscopic pneumonectomy, the probe tip broke and fell off inside the pt body. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for eval. The eval confirmed that the probe broke down at 17mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scraped the probe with a sharp object, such as a scalpel. In addition, since the physician continued to use the scratched device, the crack on the probe occurred. Consequently, the probe tip broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval. This report appears to be related to use mishandling. This report is being submitted as a medical device report in an abundance of caution.